Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the deflectable videoscope image noise was generated and image disappeared during the angulation operation. The issue occurred during an unspecified therapeutic procedure with device inside the patient. The intended procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found a noise image occurred due to damage on charged couple device unit. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.